Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the thread cover was damaged when suturing the sclera of the eye during strabismus surgery (thread core seems to be "popping"). This is a painful process for the patient, there are more sensation of pain after surgery. Furthermore, surgery was delayed because the surgeon had to change the suture and start again. The event occurred in (B)(6) 2020 (unknown day).

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples and two pictures showing a thread damaged. Tightness test to the samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the samples received and fraying or core popping does not appear when pulling the thread through the tissue. Visual appearance before and after sewing test is the usual one as can be seen in enclosed picture. Additionally, we have tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.49 kgf in average and 0.48 kgf in minimum (ep requirements:0.28 kgf in average and 0.20 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,976 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. We have only received two pictures showing a thread damaged. However, without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.